Event description:
Horrible mental and physical pain, 20 doctors could not understand what happened? Finally figured out it was the saline brest implants making me deathly sick with hashimoto's autoimmune disease.